Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-dec-2019 the following findings: during investigation, there were frequent low battery warnings observed in alarm history. The pump electrical current draws were tested and were within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.